Event description:
Boston scientific received information that this patient implanted with this pacemaker was feeling nauseous and weak and presented to the hospital via ambulance. The patient's heart rate appeared to have pauses and rates around the 20 bpm range while being transported. A local sales representative was paged to check the device and all functions and lead measurements were normal. The sales representative noted the patient had auto capture programmed on and pacing at auto 3.5v with thresholds around .9v. When the device was checked, the outputs changed to 1.4v. The physician was concerned there may have been a loss of capture issue. The sales representative noted the patient had a normal intrinsic when she checked the device, however per the physician's preference, programming changes were made.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.